Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: device is showing self test failed alarm with tf 446026 and loss of external power alarm is showing in the display though connected to ac mains. Power led is not glowing, battery charging indication is not showing in display. While checking voltages in test pin p5, it is observed the voltages in pin no 13 (18 vdc) and pin no 15 (10.5vdc) is not in range. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: device is showing self test failed alarm with tf 446026 and loss of external power alarm is showing in the display though connected to ac mains. Power led is not glowing; battery charging indication is not showing in display. While checking voltages in test pin p5, it is observed the voltages in pin no 13 (18 vdc) and pin no 15 (10.5vdc) is not in range. No patient involvement.